Event description:
The reporter alleged the patient obtained inaccurately high readings on the reported meter compared to another meter; no specific results were provided. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the issue was not resolved with troubleshooting.